Event description:
The customer reported that the ventilator alarmed due to oxygen valve stuck closed during normal ventilation operation. The customer reported the unit was in use on a patient and there was no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer replaced the oxygen valve to address the reported problem. Performance verification testing was completed and passed to operating specifications.